Manufacturer narrative:
Bci cts (customer technical support) helped customer to troubleshoot and reseat the electrode and tubing. The customer confirmed tubing was properly seated and no longer popping off. The customer performed calibration and qc and results were within established ranges.

Event description:
A customer contacted beckman coulter inc. (Bci) stating a leak occurred after the co2 membrane was replaced. The customer stated 2 lines were popping off. No injury was reported.